Event description:
Information was received that the cuff of a smiths medical endotracheal tube would not inflate. Incident occurred prior to use with a patient.

Manufacturer narrative:
This incident has been inadvertently reported. There was no patient involvment, as it occured prior to use with a patient.